Event description:
Received clinical variance report from facility. Facility indicates that midway through dialysis on the 10th reuse of an f80b dialyzer, the patient lost blood in the system and a leak was noted. The extracorporeal circuit and the dialyzer were discarded resulting in a total blood loss of about 350ccs. There were no adverse effects to the patient and no medical intervention was required. The clinic indicates that upon examination, it appears that the dialyzer could have been dropped. The reuse method is formaldehyde. The patient's date of birth is 8-31-14, wt=60kg. No sample is available. MDR filed for blood loss only.